Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The reported fault was attributed to a fractured solder joint between the battery cell metal tab. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not emit audio prompts and was unable to be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not emit audio prompts and was unable to be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.